Event description:
It was reported that the atrial lead showed rising and subsequent high thresholds. The lead also showed undersensing which was unable to be reprogrammed. The lead was explanted, replaced, and returned. The patient was upgraded to a crt-d system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis information -- product ID# 5076-52 a proximal portion was received measuring 50 cm. A distal portion was received measuring 50 cm. The outer insulation of the lead developed a breach due to a depression while in vivo, visual summary analysis of the lead was performed. Concomitant products: implanted: (B)(6) 2007, explanted: (B)(6) 2014; product ID: 694965 implanted: (B)(6) 2007; explanted: (B)(6) 2014. (B)(4).